Event description:
The reporter did back to back blood glucose tests, within a few minutes. Reporters results were 1 and 100mg/dl. Reporter did not have any symptoms. During troubleshooting, the reporter was waiting more than two minutes before inserting test strip. Reporter's meter was not set correctly for meter/strip code match. On follow-up, the reporter was comfortable with a blood glucose test of 142. A control test of 131mg/dl was in range. No harm was alleged.